Event description:
Follow-up was conducted and revealed that the atrial lead dislodged and the right ventricular lead was functioning normally and did not dislodge. The atrial lead was explanted and replaced and the rv lead remains in use.

Event description:
The patient reported shortness of breath and was informed that the upper chamber of the heart was beating too fast. The patient also inquired about why the pacemaker prevents the heart from racing. The patient also reported that one of the leads had moved slightly. The patient is being treated with beta blockers and the device and leads remain in use. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 device, implanted: (B)(6) 2014. (B)(4).